Event description:
It was reported that on (B)(6) 2011, the patient underwent a stenting procedure in the proximal right coronary artery (rca) with one xience v 2.75 x 23 mm stent. On (B)(6) 2012, the patient underwent a routine coronary angiography which revealed silent ischemia with a 75% restenosis in the proximal rca. There was no treatment given or intervention performed. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effects of ischemia and restenosis, as listed in the instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the previously filed medwatch, it was found that the patient underwent percutaneous coronary intervention in the target lesion on (B)(6) 2012. The condition resolved. There was no adverse patient sequela. There was no additional information provided.